Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient. (B)(4) - lens felt too tight. Device not evaluated by manufacturer. Lens has not been returned. (B)(4) - lens work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens but the lens felt too tight. There was no patient contact. The surgeon decided not to use the lens. Another cartridge and lens were used and the lens was implanted with no problem.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found unable to evaluate the lens due to the lens having been returned taped to the implant card in a dry condition. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).